Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer reported an fio2 mismatch error. There was no patient involvement reported.

Manufacturer narrative:
The device or device log files have not been returned for evaluation and no additional information has been provided by the reporter; therefore, a definitive root cause is unable to be determined at this time.